Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the patient bmi/gender? What was the reason to convert from fundoplication to rygb? What was the tissue condition on stomach, how much scarring? Were there tissue factors that made creation of pouch difficult? Were there any staple formation issues noted throughout care of patient? How was the staple line repaired? What is the current patient status?

Event description:
It was reported that post-operatively there was a gastric staple line leak discovered in a patient. ¿the case was a fundoplication conversion to rygb. We thought she had a gj leak, but when we took her back, we saw that it was a staple line leak from the medial aspect of the gastric pouch. Post op day 1 the leak was discovered, patient managed non-op but worsened. Taken back to or post op day 4. Leak seen on endoscopy at medial aspect of gastric pouch. The staple line leak was repaired.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/25/2020. Additional information was requested, and the following was obtained: what is the patient bmi/gender? Unknown. What was the reason to convert from fundoplication to rygb? Info not provided. What was the tissue condition on stomach, how much scarring? ¿tissue may have been thicker. Did not look irregular.¿ were there tissue factors that made creation of pouch difficult? None noted. Were there any staple formation issues noted throughout care of patient? ¿unable to assess this.¿ how was the staple line repaired? *below is new info provided.* pod1 leak, patient managed non-op, but worsened. Taken back to or pod4. Leak seen on endoscopy at medial aspect of gastric pouch. Unable to access to repair from outside. Leak was medial gastric pouch. The initial fire. She also leaked several days later into her bulb drains, we think it's from the gastric remnant on the opposite side of the staple line as the leak stopped after a few days. What is the current patient status? Info not provided other than what is above.